Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was received in the facility on an unknown date. According to the complainant, the nurse noticed that the package was ¿wasted¿ and the closure seal was already opened. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.